Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin squirted on insulin pump as well as unexplained no delivery. Customer¿s blood glucose level was unknown. Customer stated that the rejected batteries, battery life was diminished and screen on the insulin pump was dimmer. Troubleshooting was declined. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, no delivery or prime or fill anomaly noted. Device passed self test, a21 error test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm or backlight anomaly were noted. (B)(4).